Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 25 mmol/l at the time of the incident. Current blood glucose level 7.7 mmol/l. Customer don't have any symptoms for high blood glucose. The high blood glucose was treated with manual injection. Customer was not using auto mode feature at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check for air bubble or leaks. The customer also declined to test the insulin pump. The device will not be returned for analysis.